Manufacturer narrative:
Device evaluation summary: upon receipt by mentor, the gel contained in the device appears clear. Orange material was observed within the device. Yellow material and gel was observed on the shell surface. Mentor product analysis lab discovered a rent measuring approximately 2.1 cm within an area siltex cracking located on the posterior aspect. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage or the etiology of the yellow and orange material found on the device. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing. A manufacturing record evaluation (mre) of lot number 263803 was reviewed and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. There is no evidence that the issue is related with manufacturing. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Mentor believes that siltex cracking is ultimately a result of high stresses caused by acute folds (i.e., severe ¿v¿ or tight folds) in the htv ( high temperature vulcanization) shell of siltex breast implants. Rupture is a known complication associated with these devices and is referenced in our product insert data sheet. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old hispanic female patient underwent a breast augmentation procedure with mentor memorygel breast implants 325cc and experienced bilateral rupture. Rupture was confirmed by physician during mammogram. As a result, the patient underwent removal on (B)(6) 2019. This report is for the left side.